Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with unknown saline prostheses. Post procedure autoimmune disease leading to depression was reported. As a result, the devices were explanted on (B)(6) 2018. See 1645337-2019-07700 for contralateral prosthesis report.

Manufacturer narrative:
When the device was returned on 1/10/2019 the impacted product originally reported as unknown mentor saline prosthesis was revealed. The impacted product was a mentor smooth round moderate profile 425cc saline prosthesis. Section d has been populated with all available information. A manufacturing record evaluation (mre) was performed on (B)(6) 2019 for the finished device number 5827275, and no non-conformances were identified. The investigation of the returned device was completed by the failure analysis lab on b)(6) 2019. Device evaluation summary: it was reported that a 55-year-old caucasian female underwent breast augmentation revision with unknown saline prostheses. Post procedure autoimmune disease leading to depression was reported. As a result, the devices were explanted on 11/5/2018. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. There is no evidence that the issue is related with manufacturing. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. At the present time, there is not sufficient evidence to show an association between breast implants and auto-immune disorder. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/2/2018 mentor became aware that the incorrect conclusion code was erroneously submitted with the initial report on this date. (B)(4).